Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient arrived at the hospital for a device replacement. When this cardiac resynchronization therapy pacemaker (crt-p) was interrogated, it was found to be in safety mode. Additionally, this right ventricular (rv) lead was found to be dislodged. This crt-p and rv lead were then successfully replaced. No additional adverse patient effects were reported. Device is expected to be return.

Event description:
It was reported that this patient arrived at the hospital for a device replacement. When this cardiac resynchronization therapy pacemaker (crt-p) was interrogated, it was found to be in safety mode. Additionally, this right ventricular (rv) lead was found to be dislodged. This crt-p and rv lead were then successfully replaced. No additional adverse patient effects were reported. Device has been received for analysis.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient arrived at the hospital for a device replacement. When this cardiac resynchronization therapy pacemaker (crt-p) was interrogated, it was found to be in safety mode. Additionally, this right ventricular (rv) lead was found to be dislodged. This crt-p and rv lead were then successfully replaced. No additional adverse patient effects were reported. Device has been received for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination found no anomalies. Device interrogation could not be established in the laboratory; however, it was confirmed that the device was operating in safety mode. Detailed analysis did not find evidence of any failure in the device hybrid components or its battery; therefore, the root cause of this observation could not be confirmed. If pertinent information is provided in the future, a supplemental report will be submitted. The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient arrived at the hospital for a device replacement. When this cardiac resynchronization therapy pacemaker (crt-p) was interrogated, it was found to be in safety mode. Additionally, this right ventricular (rv) lead was found to be dislodged. This crt-p and rv lead were then successfully replaced. No additional adverse patient effects were reported. Device has been received for analysis.